Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2013. It was stated impedance readings of greater than 4000 ohms on one of the leads was noted on (B)(6) 2013. It was stated the patient was doing well until six months prior to report and his symptoms of nausea and vomiting returned. It was stated at this time the healthcare provider (hcp) changed the stimulation to unipolar and removed the lead with high impedance from the circuit. On (B)(6) 2013, the patient went under an edg which was negative for erosion into the stomach. An x-ray was also performed which did not show lead migration. Then the entire system was replaced on (B)(6) 2013. Patient symptoms included less than 50% therapy relief. It was stated impedance was normal with the new system. It was reported the ins was explanted due to being defective.